Event description:
Additional information received reported that the patient's neurostimulator was replaced. The existing lead was left in place, and I mpedance measurements below 50 ohms were still seen on electrode pair 0/1. The patient did not use that combination in programming and the hcp agreed to leave the existing lead in the patient and program the patient without using that pair.

Event description:
It was reported that the patient's implantable neurostimulator (ins) had shown low status since (B)(6) 2011. An impedance reading below 72 ohms was seen on electrode pair 0 <(>&<)> 1. Other impedance values were generally normal, though pair c <(>&<)> 3 was 2,635 ohms. The patient had not had any falls or trauma. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was a low battery life, and there was premature battery depletion. It was noted that all bipolar impedances were above 4,000 ohms, while all combinations with the case were normal. There was no surgical intervention, and the patient was reprogrammed on (B)(6), 2011. It was reported that the only effect on the patient was that the device was not alleviating symptoms significantly. There was no patient hospitalization.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3889-28, lot# v436859, implanted: 2010 (B)(6), explanted: na.